Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side pain and rupture. Healthcare professional later confirmed left "intracapsular leak." Device remains implanted.

Event description:
Healthcare professional later reported pain and evidence of an intracapsular leak with small volume of silicone fluid external to the implant but contained within the capsule by MRI. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Photo device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed."